Manufacturer narrative:
Zoll medical corporation evaluated the device and the device was found to perform to specification. Evaluation of the returned associated battery found that it was fully depleted. Review of the device history log indicates that the device has been stored without pads attached for a prolonged period of time indicating a red x. The device should be stored in a readiness state in order for the device to perform it's configured functional self tests and battery testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device was found to perform to specification. Evaluation of the returned associated battery found that it was fully depleted. Review of the device history log indicates that the device has been stored without pads attached for a prolonged period of time indicating a red x. The device should be stored in a readiness state in order for the device to perform it's configured functional self tests and battery testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device inappropriately shut down. The device was powered back on and shut down inappropriately. This occurred a total of three times before the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent functional testing after the battery was changed, the malfunction was not duplicated.